Event description:
Per rep, this system was removed due to infection and not replaced with biotronik devices. Philos ii dr, MDR 1028232-2009-00074. Setrox s 53, MDR 1028232-2009-00075. St. Jude medical 1646t.